Event description:
It was reported the patient underwent a knee replacement on an unknown date. Subsequently, the patient was revised due to pain and a limited range of motion. Pre-op x-rays showed calcification of the ligaments and new bone formation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen articular surface - unknown. Unknown - unknown nexgen tibial component - unknown. G2: foreign country: australia. H6: suggested component code: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed for the ossification issues but cannot be confirmed for the pain and rom issues. Visual inspection of the provided images shows the explanted components. No visible signs of damage or fracture are apparent. Furthermore, range of motion issues, pain, and ossification cannot be assessed from the images alone. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: extensive heterotopic ossification is present at medial, lateral, anterior and posterior aspects of the knee, contacting the periphery of the bearing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.